Event description:
The patient had surgery for a proximal tibia fracture on (B)(6) 2009. The patient presented with pain. An x-ray on an unknown date revealed a non-union. On (B)(6) 2013, the patient underwent revision surgery. The surgeon explanted the cannulated tibial nail and 2 and a half screws. The dual core distal screw was broken and the distal portion of the shaft was left in the patient. The surgeon reported that 2 of the 3 dual core screws were implanted underneath the tendon proximally and were an issue. The patient was revised with a competitors nail. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.